Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of a micro-stent filtration device, the surgeon is unsure if the device has migrated but the patient is experiencing corneal edema that is related to the current position of the device. The patient is also experiencing decreased vision and tenderness of the eye in the area over where the device is located. Additional information was requested.

Manufacturer narrative:
One stent was received in a vial. The stent was visually inspected and the stent was observed with foreign matter. Photos provided were reviewed by the investigation site. Both photos are slit lamp photos of the eye with the stent visible. Only the distal collar of the stent is visible. Reported issues could not be verified from the photos. The reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because the sample returned could not verify the reported event, sufficient clinical data was not received, and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).